Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motion sensor test failure and physical damage on the insulin pump. Customer's blood glucose level was 170 mg/dl. Troubleshooting for physical damage was performed. Customer advised the insulin pump may have been damaged while they were on a ski trip. Customer advised the bottom of the case near the drive support cap was damaged. Customer advised they then received a motion sensor test failure alarm while rewinding the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.